Event description:
Customer reports that the needle would pull off the suture during surgery. The date and procedure are unspecified. There are no reported adverse consequences to the pt related to this event.